Manufacturer narrative:
Concomitant medical products: product ID: 39565-30,serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 17-oct-2011, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/interact pain (trunk/limbs). It was noted that the patient had a medical history of diabetes. It was reported that the patient had a spinal cord stimulator implanted and once they started to heal they started having issues with the stimulation hitting them in their tailbone instead of their feet. The patient stated that their family doctor said something wasn¿t right, and then the patient met with the rep at the implanting doctor¿s office. The patient and the rep were then told by the doctor to leave their office and not come back, so the patient ended up finding a different doctor who ended up performing a lead revision and moved the lead. It was reported that the issue of the stimulation hitting their tailbone and not their feet began after implant ((B)(6) 2009). The patient then stated that they ended up moving the lead again on another occasion because stimulation was in one foot and not the other. It was unknown when this event occurred. It was reported that the patient had an issue where they kept getting back pain so they moved the battery to his front and the back pain went away. It was reported that this revision occurred shortly after implant (2009), but they didn¿t know the exact date. No further complications were reported/anticipated. On 2019-01-30 (B)(4) update (rep): no new information.